Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4. This case is the follow-up of cer (B)(4). The original bak files were not available anymore. A new file had to be created.

Event description:
During ventilator trial potential customer states that when patient's ncpap interface became dislodged from patient there was no alarm available to alert the clinician. Low pressure alarm is not useful as the c6's leak compensation did not allow pressure to drop.